Event description:
It was reported that none of the buttons on the infusion device were functioning. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). (B)(6) law doesn't allow product return